Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy leeds reviewed the device history records and found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on (B)(6), 2009, patient was implanted with a depuy pinnacle mom implant. She later experienced pain and extreme weakness in her hip and quadriceps. There is no mention of revision surgery.

Manufacturer narrative:
The devices associated with this report were still not returned. Review of the device history records for the provided product/lot combinations did not reveal any contributing manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy pinnacle mom implant. She later experienced pain and extreme weakness in her hip and quadriceps. There is no mention of revision surgery. Update rec'd 1/31/13- pfs and medical records received. After review of the revision operative note it noted brownish fluid consistent with an adverse tissue reaction. There is no new additional information that would affect the existing MDR decision. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip). Patient is a resident of (B)(6). Patient revised for pain. Doi (B)(6) 2009 dor (B)(6) 2011 (right hip). September 9, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions after the first revision. Updated patient harm and added law firm. The stem was already reported in the first revision.